Event description:
--

Event description:
Subsequently, boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory in (B)(4) 2013. This chronic device was explanted and replaced without incident.

Event description:
Boston scientific received information that device system displayed noise on three lead channels, resulting in inappropriate mode switches. Additionally, cross talk was observed, which inhibited pacing. The patient experienced no symptoms, as a normal sinus rhythm was detected. Three shocks were delivered. Upon device interrogation, a fault code was detected for a shorted shocking condition. A revision procedure was scheduled. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
To date, the explanted chronic device has not been returned to boston scientific for laboratory testing.

Manufacturer narrative:
Upon receipt, the device was successfully interrogated by boston scientific's post market quality assurance laboratory and was found with a battery status indicator of beginning-of-life (bol) associated with a monitoring voltage of 3.081 volts. External visual inspection found that all of the seal plugs were intact and all of the setscrews operated normally. Impressions left by the seal rings of the implanted leads indicated that all leads were fully inserted into the device's header. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Review of the stored electrograms identified electrogram noise that was consistent with myopotential oversensing due to damaged leads. Additionally, further review found two shock lead open and one lead leakage in session faults. The date of the shock lead fault correlated with the date that the patient had received shock therapy. The lead leakage in session fault occurred on the date of the explant procure. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. It was concluded that this device performed normally throughout laboratory testing. The faults recorded by the device represents normal device operation in the presences of suspected damaged leads.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.